Event description:
In 2006, the pt was treated for an infrarenal aortic aneurysm with a gore excluder aaa endoprosthesis. The pt's anatomy is extremely tortuous. During a follow-up exam on approx three months later, a type iii endoleak was discovered. The contralateral leg component had disconnected from the trunk ipsi component. On the following month, a re-intervention took place and a contralateral leg component was deployed as a bridge between the disconnected devices. A final angiogram showed the endoleak had been resolved. The patient tolerated the procedure. Films are not being sent to co.

Manufacturer narrative:
Device remains functioning in pt. A review of the mfg paperwork is being conducted.